Event description:
Pt's transfer set became disconnected from lineo homechoice cassette during therapy. Pt involved in tme. No problems initially but on 3rd night the pt's transfer set became disconnected from the lineo cassette pt line. The pt was completely safe as disconnect cap already in place. No leakage from machine. Pt became disconnected just after completion of final fill whilst getting onto their commode. Following this incident pt requested to come off the lineo tme was returned to normal homechoice cassettes. No pt injury or medical intervention was reported by baxter.